Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an unresponsive button/keypad issue. The reporter stated that the audio bolus button was unresponsive. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: the bolus button cover was observed to be torn. The bolus button was found to respond properly to testing.